Event description:
It was reported to philips that the customer observed that the device shuts down after 7 consecutive test charge/shock cycles delivered at 200 j. This was observed during the customer's preventative maintenance battery exercise. There was no reported patient involvement.